Manufacturer narrative:
An event regarding damage involving an adm/mdm monopolar trial insert was reported. The event was confirmed. Method & results: device evaluation and results: there are some scratches on the external part of the device. The device is damaged on the two sides of the inner part. These damages have been done during the use of the device. Dimensional inspection of the external diameter and the inner dimensions associated with the damage was performed and the device was found compliant. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the device is damaged on the two sides of the inner part. The device is dimensionally compliant. There is a 100% visual inspection of the device at final inspection by the supplier. The device may have been damaged during the insertion of the trial sleeve or during the removal of the trial sleeve. A review of the surgical protocol noted the following: if using the monopolar trials, the trial sleeve can then be removed from the insert trial with the assistance of standard kocher forceps by squeezing the trial sleeve and pulling it out of the insert trial. This can also be accomplished by hand.

Event description:
It was reported that when the in-coming inspection of the return from the hospital by distribution center staff, the staff found that the product had been broken.

Event description:
It was reported that when the in-coming inspection of the return from the hospital by distribution center staff, the staff found that the product had been broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.